Manufacturer narrative:
A medtronic representative reported that the customer did not remember how perform calibration. The site staff pressed the pedal and released immediately during the calibration, then of course, the system did not finalized the process. This was not a machine error, this was a user error in the process. The customer called the medtronic rep asking how to do calibration. The rep provided the correct instructions to the customer (hold the button pressed during entire gain and fluoro calibration). Then the customer then finished calibration successfully. The problem was resolved by phone. The software investigation found that the reported event was unrelated to a software issue. The cause was user technique and the software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the pendant on the imaging system displayed to perform motion calibration. The representative then performed the motion calibration to resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.